Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/25/2014 with the following findings: a review of the black box revealed related call service alarms. The pump powered on and emitted a related call service alarm. The pump¿s voltage was observed to be out of specification. An internal circuit component was found to have malfunctioned; the failed circuit component was removed and voltage returned to be within specification. The pump powered on appropriately and did not emit further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.